Event description:
"Customer reports: when the physician used a tb needle/syringe to inject a local anesthetic on an infant, it was difficult to draw up the medication. There were multiple attempts made to fill the syringe and draw up the medication. When removing air from the syringe, the needle portion fell off the syringe. The intended procedure: was to administer local anesthetic. See the initial email in the attachment section from customer. "